Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the mid right coronary artery. After a non-bsc guide extension catheter was placed, a 3.00 x 12 synergy drug-eluting stent was advanced to treat the lesion. However, the stent dislodged from the balloon inside the guide extension catheter. The wire, stent, guide extension catheter, was then removed from the body all at the same time and the stent was found inside the guide extension catheter. No patient complications were reported and the procedure was completed by stenting successfully the distal, mid, and proximal rca with a different device. Synergy ii us mr 3.00 x 12mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent had detached from the sds and was severely damaged the whole length and bunched. The crimped stent od (outer diameter) at the time of manufacture was within maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp stent markings were visible on the balloon body which is an indication that the stent was crimped on the balloon prior stent to detachment. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage most likely occurred due to excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis.